Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was received. The obturator was received inserted into the cannula, prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. The two devices were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the start of a laparoscopic sleeve gastrectomy, the surgical technician tested all of the trocars. The 5mm trocar was very tight and it was difficult to pass a grasper through it. They opened a new trocar to complete the case. There was no patient injury.